Manufacturer narrative:
We the manufacturer of the device performed our own investigation, based on the data and pictures disclosed by the romanina distributor which are the following: based on the damanged caused to the device it is possible to suppose that the physician kept operating the device for some time (at least a whole treatment) despite the broken fiber. The detection of a broken fiber can be detected by observing the quality/presence of the aiming beam during the use of the laser medical device. In fact, the operator's manual of the device code (B)(4) (actual revision shipped with the device) have a specific warning, at chapter 6.2, that advise the user to check the aiming beam in order to detect any possible damage in the delivery sistem (of which the fiber is part). The actual device invovled in the event has been evaluated in date november the 24th 2022 by local authorized service technician with the direct support of deka's technician. The technician proceeded to inspect the device and found it working properly within specifications, except the broken fiber. The technician proceeded to inintially inspect the device in order to evaluate the alignment of the laser beam, at the laser aperture (before the fiber), and found within specifications. Also energy level emission has been checked and found within specifications. Following this initial evaluation the device has been repaired and restored by replacing the broken fiber and damaged top cover. Moreover standard maintenance has been performed on the device. It has been confirmed that no patient nor operator got involved in this event. Based on the available information and investigation performed the breakage of the fiber happened randomly without any design or manufacturing issue. Anyway, it is possible to suppose that the breakage of the fiber could have been caused by an unintentionally mishandle of the device (pulled by the fiber). No design issue nor deficency has been identified as cause of the event. The risk managment file of the device code (B)(4) has been evaluated for the risk relative to unwanted laser radiation due to fiber breakage and found not aligned for what concerns the probability of the event post-mitigation, in the light of the present event. The harm level post-mitigation has been also evaluated and found sitll adequate. Based on that the risk management file has been updated, for what concerns the probability of the above mentioned risk, with a dedicated addendum document code (B)(4). Following the update the risk mangement file has been evaluated and found still adequate wihtout any modification to the single risk and overall risk-benefit ratio of the device. A remedial action has been performed in date novemeber the 24th, 2022: repair of the device with replacement of the optical fiber and top cover of the device. No other corrective action/preventive action/fsca is required: no design deficency identified as root cause of the event. The present initial report has to be considered as a final report unless FDA has further questions.

Event description:
On november the 11th 2022, el. En. Electronic engineering spa became aware of a malfunction, reported by the romanian distributor in which it is stated that a motus ax laser medical device fiber broke and the radiation damaged the lower side fo the device's top-cover. The actual device involved in the event is an motus ax laser medical device ref: m112a1 s/n:(B)(4). The actual device invovled in the event is not marketed in the us. Anyway a similar device motus ax witih ref: m112b1 is manufactured by el.en. Electronic engineering spa and marketed in the us with 510(k) k162886. In the communication reported by the romanian distributor it is reported that no patient or operator got injured during the event. The communication sent by the distributor also shared some picture of the laser in which it is evident that the breakage of the fiber took place on the device-side. The 1200 um optical fiber assembly is equipped with an exterior metal shielding in order to minimize the laser radiation that could come out in the event of a breakage. The actual device involved in this event has been initially evaluated in date novemeber the 24th, 2022 in which the device has been found to be working properly within specifications, except for the broken fiber. We, the manufacturer of device, became aware of the event on november the 11th 2022 by specific communication of the romanian distributor, and evaluated the event reportable because, according to FDA 21 cfr part 1000-1040 this event represent an aro (unanticipated laser emission) and is a reportable event. That said, according to FDA 21 cfr part 1003.10(c) if the manufacturer is required to report to the food and drug administration under part 803 of this chapter, the manufacturer shall report in accordance with part 803.